Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit x-rays. A review of the system logfiles identified that the ippc lost communication with fdc. To resolve the issue, the fse re-plugged the cables and rebooted the hospital power supply. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.